Event description:
The pt received a scs system on (B)(6) 2007. It was reported on (B)(6) 2011 that the pt was charging more frequently and the pocket felt hot while the stimulation was on. Follow up found that reprogramming solved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.